Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.